Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recx0235 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leakage from insertion site when flushing the catheter with saline. The catheter was removed and when flushed , a hole was noted in the catheter about 10-15 cm up. The PICC was used for chemotherapy and 2 courses with trastuzumab, pertuzomab and docetaxel was given. The PICC was secured with a statlock.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A circumferential split was observed at the 14 cm depth marker. A microscopic observation revealed the edges of the split to be mostly straight with a rough surface texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter was observed to be slightly dull near the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. As a note, the product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported leakage from insertion site when flushing the catheter with saline. The catheter was removed and when flushed , a hole was noted in the catheter about 10-15 cm up. The PICC was used for chemotherapy and 2 courses with trastuzomab, pertuzomab and docetaxel was given. The PICC was secured with a statlock.